Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a worn tip clamp in the reported problem area of the pipette assembly. The tip clamp was replaced, and all the other tip clamps were cleaned. The instrument was inspected, tested without further problem, and returned to service.